Event description:
Information received indicates six model 1916ea4s totalcare spo2rt w/mcm surfaces in the burn center at the national institute of rehabilitation (inr), (B)(4) appear to be retaining fluids and could be affected by contamination. The hospitals ICU operation has been shut down, as two patients have died. There are no allegations from the hospital that there is a link between the surfaces and the patient deaths. The hospital knows they have the presence of specific bacteria in different zones of the hospital and are not relating the hill-rom surfaces with the infection presented in their patients. The hospital has taken samples of the mattresses for surface contamination which came back positive for two strains: (B)(6), located in the x-ray sleeve. Replacement mattresses were sent to the facility.